Manufacturer narrative:
Investigation is ongoing at the time of this report. A f/u report will be submitted upon completion of the investigation.

Event description:
(B)(4) was initiated on an ICU pt admitted with rsv and influenza who had developed sepsis and septic shock. Pt had been on (B)(4) for about a week an had been improving when pt experienced a decrease in blood pressure and urine output ceased. The pt was weighed and determined to be 1 kg under the expected weight. Pt was administered 2 bolus of albumin at 20cc/kg and 2 saline bolus of 10-20cc/kg. (B)(4) was continued and pt improved. No other med intervention was reported. No other similar incidents reported with continued use of the cycler.